Event description:
The pt has reportedly not performed well since the beginning of implant use. A CT scan was performed in 2001. The surgeon concluded that the device was properly positioned. In 2002, an assessment of the pt was performed by a company representative. Testing conducted could not confirm that the device was malfunctioning. The next month the co was informed that explant surgery has been scheduled.